Event description:
It was reported that the patient's blood glucose (bg) values dropped to less than 60 mg/dl. The patient lost consciousness and fell down. A ambulance arrived to render treatment. For treatment, the patient was given glucose. The pod was worn between 4 and 24 hours on the arm. The ambulance left after 1 hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.